Manufacturer narrative:
Patient information: unknown. Lot number: unknown. Occupation: other; distributor. Device manufacture date: unknown, without lot identification. Information provided indicates that the product is available for evaluation but has yet to be received. No conclusions can be drawn at this time. Should the device be received, a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that a procedure was performed on (B)(6) 2019 in (B)(6), utilizing the reform pedicle screw system. The surgeon was attempting to lock the lock screw using the lock-screw torque driver (39-rd-0060) with the offset ratcheting torque handle (39-ch-0008) when the tip of the driver broke. The broken tip was removed from the screw and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
D10 device available for evaluation - additional information received indicates that the product will not be returned. H3 device evaluation - without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. Review of complaint and sales history did not identify a trend for reports of this nature.

Event description:
It was reported that a procedure was performed on (B)(6) 2019 in united arab emirates, utilizing the reform pedicle screw system. The surgeon was attempting to lock the lock screw using the lock-screw torque driver (39-rd-0060) with the offset ratcheting torque handle (39-ch-0008) when the tip of the driver broke. The broken tip was removed from the screw and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure reported.